Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) review: DHR shows no abnormalities related to the reported issue. Failure analysis: the unit passed the initial tests, the burn in test and all other final tests including electrical safety tests. The stated problem was not replicated and evaluation could not duplicate the reported issue of excessive heat or burning smell. Root cause: the returned 00mlx light source was in used condition, passing all testing. The reported complaint could not be confirmed. Note that handling the light cable before allowing cool down can lead to burns (reference instructions for use). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the xenon lighsource (ID 00mlx) burned internal components when powered on; there was smell and excessive heat. As a result, a nurse burnt her hand when trying to remove the light cable from the light source.